Event description:
A 2.5 mm diameter x 12 mm length endeavor otw drug-eluting coronary stent was successfully implanted into a pt for the treatment of an unk lesion. The lesion morphology is unk. It was reported that the inner pouch that is identified as having a non-sterile exterior with contents that are sterile, was placed in the sterile field and was opened by the scrub tech. The endeavor drug-eluting stent was inserted into the pt and was successfully implanted at the lesion site. Two endeavor drug-eluting stents were implanted in the pt (MFR report# 2953200-2008-00162). It was reported after the case that both of the non-sterile pouches were put in the sterile field. No add'l clinical sequelae were reported, and the pt was put on antibiotics, is doing well and will be monitored by the physician.

Manufacturer narrative:
Eval results: failure to follow instructions (IFU states that the outer surface of the inner pouch has a non-sterile exterior with contents that are sterile). Conclusions: user error contributed to event (IFU states that the outer surface of the inner pouch has a non-sterile exterior with contents that are sterile).